Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would power on in an active menu where the display would constantly scroll. The customer requested that the device be returned for bench repair. There was no patient involvement.